Event description:
It was reported that during an office check, a healthcare provider (hcp) applied a magnet over this implantable cardioverter defibrillator (ICD) device but an inappropriate device shock was provided to the patient. The hcp indicated that a magnet was subsequently placed over the ICD device again two days later and device shock therapy was inhibited, as expected. Boston scientific technical services (ts) explained magnet and device tones functionality to the hcp, and confirmed that tones and inhibit therapy are programmed as desired for the ICD device. Ts stated that the magnet must not have been in the correct place over the ICD device the first time when the shock was provided, and provided guidance to the hcp to be more cognizant of magnet placement next time. Approximately one month later, the patient reported that they received three additional ICD device shocks. Subsequent information indicated that these device shocks were inappropriate as they were provided for atrial fibrillation (af) with rapid ventricular response (rvr) and the patient was put on medication. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted based on a change to the evaluation conclusion code in section h6.

Event description:
It was reported that during an office check, a healthcare provider (hcp) applied a magnet over this implantable cardioverter defibrillator (ICD) device but an inappropriate device shock was provided to the patient. The hcp indicated that a magnet was subsequently placed over the ICD device again two days later and device shock therapy was inhibited, as expected. Boston scientific technical services (ts) explained magnet and device tones functionality to the hcp, and confirmed that tones and inhibit therapy are programmed as desired for the ICD device. Ts stated that the magnet must not have been in the correct place over the ICD device the first time when the shock was provided, and provided guidance to the hcp to be more cognizant of magnet placement next time. Approximately one month later, the patient reported that they received three additional ICD device shocks. Subsequent information indicated that these device shocks were inappropriate as they were provided for atrial fibrillation (af) with rapid ventricular response (rvr) and the patient was put on medication. The device remains in-service. No additional adverse patient effects were reported.